Event description:
It was reported that the screw broke during insertion into the femoral tunnel with a btb graft. The surgeon left the broken half of the screw in the tunnel. The fixation of the graft was tested and deemed adequate. No tap was used. No replacement screw was necessary. It was further reported that the surgeon completed the procedure with only the distal half of the screw in the femoral tunnel. There was only a 1-2 min delay in the procedure.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.